Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle hub is stuck in the serter and a weak signal was received. The customer's blood glucose reading was 133 mg/dl at the time of incident. Customer also reported sensor glucose and blood glucose differences. Troubleshooting advised customer on proper calibration and insertion techniques and was advised to remove and change out sensor.